Manufacturer narrative:
The returned device was evaluated. During this testing the device appears to have random touch screen inputs. Further observation shows the unexpected and un-commanded changes on screen are random. The touchscreen was found to be defective and did not react to the users input choices. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the touch screen does not function properly. It was also reported that keys and icons on the display are actuating themselves randomly without being touched. No consequences or impact to patient were reported.